Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed troubleshooting procedures, including a cuvette wash. During the cuvette wash, a drop was observed from the probe. The fsr determined the peristaltic head tubing the likely cause of the issue and replaced the part which resolved the issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a falsely elevated architect magnesium result of 2.90 mmol/l was generated for a patient sample (ID (B)(6) that retested at 0.79 mmol/l. The customer's reference range is 0.66 - 1.07 mmol/l. No impact to patient management was reported.